Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu4194 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient was treated with chemotherapy after surgery, and PICC was placed under ultrasound guidance in accordance with the doctor's order for infusion of highly stimulating chemotherapy drugs. During the PICC puncture at 9:18 on (B)(6) 2021, the nurse found that the connector of the central venous catheter set was not tightly connected and could not be fastened, so he was given a new central venous catheter set to continue the operation. The PICC catheter placement operation is more complicated and needs to be performed under ultrasound guidance, and requires nurse-certified personnel to perform this operation."